Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarm and bolus anomaly noted. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump passed the delivery accuracy test at 0.08770 inches. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery and no delivery alarm. Customer¿s blood glucose was 22.7 mmol/l at the time of incident. Customer reported that they treated with insulin pump. Customer was alleging the insulin pump because the customer had high blood glucose level. Troubleshooting was done for no delivery alarm and insulin did not come out. The insulin pump will return for the analysis.